Event description:
Philips received a complaint by the customer on the v60, indicating that the devices screen turns dark when powered on. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed that the display is dark, but it seems to be cycling fine. The rse provided parts ID for upgrade of 1st generation (gen) user interface (ui) to work with a 2nd gen liquid-crystal display (lcd) assembly. The customer receded the connections of the lcd to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.